Manufacturer narrative:
Sc-2218-70 (B)(6). The returned lead was analyzed and visual inspection revealed that the lead was cleanly cut approximately 38.5 cm from the proximal end of the lead and the distal portion of the lead was not returned. With all the available information, boston scientific concludes that the allegation the leads had multiple high impedances could not be confirmed. The clean-cut damage was a result of a typical explant procedure and it was not considered a failure. Electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. Therefore, the cause could not be established.

Event description:
It was reported that the patients lead had high impedances and the physician tried to remove the lead. Upon trying to remove the lead, the physician found that it was snapped in half, so the physician left the top part of the lead in the epidural space. The physician was unable to remove the fractured lead due to an abandoned lead and the patient was recovering well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had high impedances and the physician tried to remove the lead. Upon trying to remove the lead, the physician found that it was snapped in half, so the physician left the top part of the lead in the epidural space. The physician was unable to remove the fractured lead due to an abandoned lead and the patient was recovering well postoperatively.